Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure. It was reported that the extender detached from the right l4 bone screw. Compression was applied to the rod-screw construct using other instruments which were used for an open-surgery. After the final tightening, the surgery was completed. No additional patient info was reported.

Manufacturer narrative:
Visual review did not identify crack, fracture, or breakage. Functional evaluation with a sample solera was unable to be manually removed from the instrument tip with the mas at maximum angulation. Optical inspection of the instrument mas engagement features identified material deformation, consistent with overloading of the instrument. The above observations are consistent with overload.